Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
T was reported that the ilet indicated insulin supply empty while insulin remained in the cartridge, and the device was in a supply change state; the caller was guided to rewind the piston and fill the tubing, and the patient reported several evening and nocturnal hypoglycemic episodes consistent with logs provided, which also reflected that the pt had experienced episodes of hyperglycemia. Additional training was assigned. Symptoms included hypoglycemia with a reported glucose nadir of 42 mg/dl and no reported loss of consciousness or other acute complications. Outcomes included self-management without professional intervention and no hospitalization. Investigation included case review and provision of additional user training resources. Investigation of this case revealed an unclear cause for the hypoglycemia and a reported out-of-drug alert despite residual insulin in the cartridge, with no hardware return for evaluation and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.